Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Age/ dob: (B)(6). Concomitant medical products: unknown articular surface. 42502605802, femoral component, lot # 63424522. 42540000032, patella, lot # 63524360. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00032, 3007963827 - 2020 - 00006, 0002648920 - 2020 - 00006.

Event description:
It was reported that approximately 2 (1) years post implantation, the patient continues to experience discomfort and elevated inflammatory labs with no effects from intervention efforts. The patient has been indicated for a revision, but it has not yet occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the package insert for the persona knee system, pain and limited range of motion are known potential adverse effects of this procedure, however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.